Manufacturer narrative:
A co rep checked the sys; replaced the footswitch interface pcb to resolve performance problem reported. Questionnaire has not been returned to date.

Event description:
Rptr noted error message to check footswitch wile in I/a mode. Posterior capsule tear occurred while removing cortex. No vitrectomy performed; left some cortex. Canceled remaining cases.